Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year, two months and twenty days following the implant of this transcatheter bioprosthetic valve, the patient presented to the hospital with apparent evidence of severe central regurgitation as seen on a transesophageal echocardiogram (tee). It was also reported that there was structural deterioration of the right coronary leaflet. It was reported that the patient had been feeling well until four days prior to presenting at the hospital with dyspnea and the inability to lie flat. One year, three months, and four days following the initial valve implant, a second transcatheter valve was implanted valve in valve. The implant was successful, and the patient is doing well. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record for the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Images were provided to medtronic for review. The transesophageal echocardiogram (tee) imaging provided confirmed there was aortic regurgitation present seen on the color doppler. There was no imaging provided confirming the balloon aortic valvuloplasty (bav) due to paravalvular leak (pvl) for this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information available, we are unable to conclusively determine the cause for this report. Following the valve implant, a bav was performed and reduced the pvl to trace. A trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Per the instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." In addition, approximately one year, two months and twenty days following the implant of this valve, the patient presented to the ho spital with apparent evidence of severe central regurgitation as seen on a tee. It was also reported that there was structural deterioration of the right coronary leaflet. Post-implant occurrence of aortic regurgitation after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. The tee imaging provided confirmed there was aortic regurgitation present on the color doppler. The imaging cannot confirm if there was structural deterioration of the right coronary leaflet, neither if it was the cause for the aortic regurgitation. The cause of the central regurgitation and the reported structural deterioration of the right coronary leaflet could not be determined. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.